Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 17253774m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added to until the biosense webster system is also updated. (B)(4). Concomitant bwi products: product: carto® 3 system: us catalog # fg540000; serial # 11754. Product: carto® 3 system: us catalog # fg540000; serial # 10143. Product: stockert 70 rf generator: us catalog # s7001; serial # unknown. Product: coolflow® irrigation pump: us catalog # cfp002; serial # unknown. Product: lasso catheter: us catalog # unknown; lot # unknown. Product: soundstar catheter: us catalog # unknown; lot # unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® I-directional navigation catheter and suffered a cardiac tamponade. A pericardial effusion was confirmed by intracardiac echocardiography. A pericardiocentesis was performed and over 500 ml of fluid were removed. The patient was reported to be in stable condition at the time the complaint was reported. There were no reports of malfunction with any of the bwi products. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.